Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that cutter cutting was not possible before vitrectomy surgery. The surgery was completed on the same day but was unknown how it was completed. There was no information about patient impact.